Manufacturer narrative:
Correction made to b5, d10. After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, on the back table, the tech inflated the balloon of a 6-12f mynx control venous vascular closure device (vcd) and there was a leak in the balloon while the device was inside the patient. Hemostasis was achieved using manual compression for less than 30 minutes along with other non-cordis hemostasis aids. There was no reported patient injury. The device was not available for return. The device was prepared according to instructions for use (IFU). There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the vessel, and there was no presence of peripheral vascular disease or calcium at the puncture site. The device was used in a venous procedure to close an ablation, and the balloon was pulled through the venotomy. The procedure was an interventional procedure. The user was mynx certified. A non-cordis sheath introducer was used. The access site was venous. The device will be returned for analysis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, on the back table, the tech inflated the balloon of a 6-12f mynx control venous vascular closure device (vcd) and there was a leak in the balloon. There was no reported patient injury. The device will be returned for analysis.